Event description:
The facility representative reported a fail code 804:22. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 804:22 was confirmed. This failure is associated with the user interface module communication with the pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.